Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a vial with debris on the lens. Visual inspection found no visible damage to the lens with residue on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2023 for a longer lens. The problem was resolved. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.50/+1.0/048 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was reported as low vaulting and the patient experienced blurred vision and a refractive surprise. The lens vault was low and sat too high in the sulcus causing a "smudge" in vision. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).